Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that irrigation was absent after the infusion line broken, resulting in a sharp, sudden drop in intraocular pressure (iop) during vitrectomy surgery. The surgery was completed after replacing with new cassette. The current condition of the patient was standard.

Manufacturer narrative:
Corrected information provided in b.2 and h.11. Upon detailed review and further assessment it was determined that the issue was attributable to a broken infusion line. This event does not meet the criteria for reporting under the applicable regulations. Accordingly, no further reports will be submitted under manufacturer report number 1644019-2026-00773. The manufacturer internal reference number is: (B)(4).